Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/ not provided. Implant date: lens was not implanted. Explant date: lens was not implanted; therefore, not explanted. Reporter telephone number: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) device, model diu300, had a broken lens. Customer's brief description of the event provided that when they started to implant the lens, it got broken when coming out of the cartridge. Another lens was implanted. Through follow-up it was learned that there was no contact with the patient. No further information was provided.

Manufacturer narrative:
Section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 15th december 2021. Section h3. Device returned to manufacturer? Yes. Device evaluation: visual inspection of the lens under magnification revealed viscoelastic residue on the optic body and haptics. The lens was cleaned and presented with lens damage as well as a torn optic body. Visual inspection of the handpiece revealed trace amounts of viscoelastic residue inside of the cartridge. Further observation revealed cartridge tip damaged. The external assembly was inspected and no assembly issues were identified. The complaint issue was confirmed, however, this may be attributed to an inadequate amount of ovd, suggested by the trace amounts of viscoelastic residue inside of the cartridge, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.